Event description:
(B)(4).

Manufacturer narrative:
The user facility reported that at the end of a patient procedure when the patient's legs were being removed from the leg stirrups, the head section block support broke causing the head section to fall off of the surgical table. The patient was in reverse trendelenberg orientation and slid into a squatting position while her legs remained in the stirrups. Hospital staff stabilized her pelvis and legs and repositioned her on the table. The patient was transferred to a stretcher and no injuries were reported to the patient or hospital staff. A steris service technician inspected the table and found the block support had broken and the pronged side of the head section was separated from the surgical table. The technician noted that power lift leg stirrups were attached to the head section of the surgical table. The technician replaced the head section and verified proper operation of the table. Steris has determined the cause of this event to be user error as the facility attached a power lift stirrup assembly to the head section instead of the leg section which is designed to hold the weight of this accessory. The equipment operator manual states on page 5-25: "warning instability hazard possible patient or user injury as well as table or accessory failure, may result from using steris table accessories for other than their stated purpose." Steris offered to perform an in-service training on the proper operation of the equipment however the facility declined.